Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating with meditech orders. A technical support specialist dialed into the app server and cce, requested duo enablement from it to gain access, ran a downtime query that showed xml sent time delayed by two hours, restarted the carefusion cce (med) services to correct xml timing and message flow, and informed the cn in the ER to verify, however, full validation requires disabling critical override options by a pharmacist or authorized personnel. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not communicating with meditech. The customer stated that this malfunction occurred while dispensing the medication and nursing staff was not able to pull medication. There were no adverse events or injuries reported based on this event.